Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified and there were reported reprocessing deviations from the instructions for use (IFU). Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from a rubber seal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.